Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01656, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted (B)(6) 2016 for gastrointestinal (gi) bleed. The patient was given 1 unit of blood before being transferred to current hospital, where the patient was given 2 more units of blood. Anticoagulation was held and coumadin was restarted once stable. International normalized ration (inr) goal 2.0-2.5. The patient was discharged (B)(6) 2016.